Event description:
Pt received 3rd degree burn through thermal nightgown from using heating pad while sleeping. This heating pad has no temperature setting; it is either on or off. Burn treated with "ointment" by doctor. Her husband also sustained a first degree burn through his clothing while recovering from abdominal surgery. Burn was to his abdomen.